Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump was not working properly. Customer's mother stated the buttons on the insulin pump were sticking and sometimes the numbers kept ramping on there own. Customer's blood glucose was 12mmol/l. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.